Event description:
On 08/27/1999, the facility's director, safety/quality informed the distributor's representative that they had experienced a problem with this device. On 08/30/1999. The manufacturer (MFR.) Received a medwatch report via fax for the facility that states the following: the device broke while inside the patient. A section of the catheter retained in patient. The patient's condition is good. As of this report, the device not yet explanted (to their knowledge). On 09/23/1999, the MFR.'s representative contacted the facility's director, safety/quality informed the MFR.'s representative that the patient has gone to another facility. Did not return to the facility; therefore, she did not know if the device was explanted or not. Additionally, she faxed the MFR.'s representative additional information that states the following: single anterior-posterior x-ray of chest on 08/26/1999, at 1300 hours is limited for overall evaluation of the chest because special attention was focused on the area of left infraclavicular device catheter. Heart is normal in appearance. Lung aeration is satisfactory. The right chest is not clearly seen. The device catheter noted on 07/30/1999, is markedly shortened at this time and has fractured with the distal two-thirds of the catheter now in the region of the superior vena cava - right heart. Impression: fractured device catheter with distal segment displaced into the superior vena cava - right heart - occurring since previous 07/30/1999, study. No further details are available at this time.